Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va0cwqd, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that the night prior to this call, she felt shocking sensation on her leg and her programmer went dead but did not have batteries. The patient had not used the programmer in a week or two because she was doing just fine. It was indicated that ¿when patient placed the programmer on her buttock /implant and then set it for the time patient wanted it to work, it would go to 6 or 5 or 4¿. After doing that, patient was able to urinate. The patient stated that the night prior to the call she communicated with the programmer and there was a grey button with a dash and then another button without a dash. The patient thought she hit the grey button and got a shock that went to her left leg. When she pressed the minus button on her pp, she got a terrible shock on her left leg and her leg was still sore on the day of the call. The patient stated she was shocked all night and was very painful but slept all night. The patient indicated that it was numb but then when she was standing up she could feel it but was not shocking her. The pat ient stated that everything was fine until the night prior to the call. The patient was (B)(6) and was moving. The patient indicated that the shocking sensation had never left her. The programmer right now was blank but worked a day prior to this call. She turned on the programmer with the light the programmer (pp) worked the day prior to this call. She hit the grey synch button and then accidently hit the button next to the cross. She was still felling some pain in that leg. The patient called back stating she got new pp batteries and the pp was now working. The patient indicated that she has varicose veins on her left leg that go all the way up to her buttocks and the shock might have irritated them. The patient was wondering why she felt the shock in her left leg when the neurostimulator (ins) was implanted in her right leg. It was indicated that the stim was on and at 6.8. The patient was advised to decrease stimulation but was hesitant to press the minus button because of what happened the night prior to the call. Patient then stated that she decreased to 4.6 by pressing the arrows on the navigator key and stated the screen was back to showing 6.8. It was unclear where patient saw the numbers 4.6. The patient then decreased stim to 6.6 v and stated it was working. The reported that her leg was at "eased". The indicated that her leg was at "eased" after this whole day. Three (3) days later, the patient restated complaint from related call regarding the undesirable stimulation feeling in her left leg. The patient described it as being "electrified". The patient stated that the pain had dissipated and she wanted to try and adjust stim again. The stim was on program 2 set at 6.7 when she got a reading; patient was able to turn stim up to 7.3 and reported no discomfort at that level. A follow-up report will be sent if additional information becomes available.